Event description:
The nurse was in the process of hanging a unit of blood for the patient. The nurse spiked the saline bag and the blood bag. After he hung both bags on the IV pole, he went to unclamp and prime the line when the tubing broke, spilling some of the blood on the floor. The connection between the saline line and the chamber at the top was the area that broke.